Manufacturer narrative:
A third party service technician evaluated the ventilator. The technician determined that the malfunction was due to a defective main board.

Event description:
It was reported to vyaire medical that the revel ventilator was resetting during patient use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.